Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed july 9, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct implantation date is (B)(6) 2002, not (B)(6) 2002 as previously reported. The report is filed october 15, 2015.